Event description:
It was reported that the operating room staff stated that the handpiece was not working properly during an unknown procedure. Unknown how procedure was completed. No other information available.

Manufacturer narrative:
(B)(4). Activation issues additional information: how was the hand piece cleaned prior to this procedure? Hand wash. How was the hand piece sterilized prior to this procedure? Autoclave. Was the hp immersed in liquid for cleaning or sterilization? No. Has the hand piece been used with reprocessed/remanufactured disposables? No. During troubleshooting, found that the handpiece was intermittently giving two-switch activation. Customer tried the handpiece on a second generator and received the same issue. A second handpiece on both generators worked fine. The message on the gen11 read two switch - hand switch - reactivate, followed by a screen to activate with the jaws open. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. No conclusion could be drawn as to what caused this cable condition. A batch record review was performed and no anomalies were found during the manufacturing process.